Event description:
A malfunction alarm with code malf 12 was reported, and prior notable events were not observed. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again.